Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that when the boxes were opened the back upholstery had a rip in it.